Manufacturer narrative:
Upon return of the implantable neurostimulator (ins) analysis found no anomaly.

Manufacturer narrative:
Analysis results unavailable at the time of report. A follow up report will be submitted when analysis results are complete.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the implantable neurostimulator (ins) was replaced after 6 years for longer charging. Interval was currently charging every 2 days. The charging interval increased. It was noted as normal battery depletion. The outcome was reported as recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient used to charge once every two weeks, and lately at the time of the report the implantable neurostimulator (ins) was dying more often and they had to charge more often. The patient spoke with the healthcare provider (hcp) and they told the patient to call and set up an appointment with a manufacturer representative (rep). This event occurred in january 2015. The patient had an appointment the day after the report, june 17, at the hcp office. The patient had a pump in the front of the body and the ins in the back. The ins was getting low more often and they had to charge more often. After the appointment it was reported that everything was fine and the patient was getting effective therapy. Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was needed to charge more frequently and not holding a charge. The clinical diagnosis was noted as not applicable. The outcome was resolved without sequelae. Interventions included explanting and replacing the device. Diagnostic methods included device interrogation which showed that the impedances were within normal limits. The manufacturing representative evaluated the device and recommended a replacement. The etiology was noted as related to the device or therapy and not related to the implant procedure. Relevant medical history included failed back surgery syndrome

Manufacturer narrative:
No eval explain code . If information is provided in the future, a supplemental report will be issued.